Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint. (B)(4). Concomitant devices: sheath introducer by terumo (type unknown); traxcess (terumo);roadmaster (goodman, 7fr); headway (terumo, str-angled; y-connector by goodman (model unknown); dcs syringe ii (lot unknown); target 3d 5mm coil (lot unknown). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a health care professional, during the procedure severe resistance was experienced with an orbit galaxy coil (640cx0406/17196189). The procedure was the coil embolization of an unruptured aneurysm at the anterior communicating artery, approached from the femoral artery. The patient's vessels were moderately torturous and mildly calcified. After the target aneurysm was framed with a target 3d 5mm coil (lot unknown), the complaint galaxy coil was inserted. However, the physician experienced a severe resistance at about 80cm from the middle of the mc. The physician aborted the delivery of the galaxy and tried to recover the coil, but in the process the embolic coil got unraveled. The galaxy was nevertheless successfully withdrawn together with the microcatheter from the patient, without the embolic coil getting detached. The embolic coil was fully unraveled from the distal tip to the proximal connecting part, and the stretch resistance fiber inside the coil was detached from the platinum anchor wire at the proximal end, while still attached to the distal end. The same microcatheter was re-inserted, and another galaxy (lot unknown) of the same size was successfully delivered and implanted into the aneurysm. After adding more coils (galaxy and ed), the procedure was successfully completed without further issues. Due to the event, the procedure was delayed for 10 minutes, however there were no patient injuries or complications. The physician inferred that the resistance might have been caused by either due to thrombi, or the mc might have got kinked temporarily, causing the embolic coil to get stuck. The physician also noted that the coil got unraveled while it was being withdrawn. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complained product will be returned for analysis. No further information is available.

Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint. A non-sterile og cmplx xtrasoft coil 4x6 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was found zipped and no obvious damages were noted on it. The support coil, the gripper and the embolic coil were found outside of the introducer. The embolic oil was found tangled/stretched/kinked in knot condition with the device. The gripper and the embolic oil were inspected under microscope. No damages were noted in the gripper while the embolic coil was found tangled/stretched/kinked in knot condition as well as the suture was found broken. The edges of the broken section show evidence that appear that it was elongated before it was broken. The od from the delivery tube was measured and was found within specification actual hypotube od 0.0128¿ specification: 0.0130" (+0.0000 / -0.0005); actual body fusion od 0.0148¿ specification: max od 0.0156"; the support coil od 0.0139¿, specification: max od 0.0156"; the distal fusion od .0151¿¿, specification: max od 0.0156". The functional test could not be performed as the embolic coil was found tangled/stretched/kinked in knot condition. The review of lot 17196189 revealed that 2 defects (1 due to stretched coil and 1 due to oversized proximal bead) may be related to the reported complaint. However; the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. The failure reported by the customer as ¿impeded-in delivery catheter with loss of cerebral target position¿ could not be evaluated as the embolic coil was found tangled/stretched/kinked in knot condition. The failure reported by the customer as ¿coil ¿ unraveled/stretched¿ was confirmed. The damages found on the embolic coil (tangled/stretched/kinked in knot condition) were apparently caused by applying excessive force on the device but it could not be conclusively determined. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Procedural factors and handling process may have contributed to the reported failure. No corrective action will be taken at this time.